Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the venous line is kinked by the blue tape which is entering the sash tray. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).